Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was a lead monitor warning. The lead measured higher unipolar impedance than bipolar impedance and has been trending downward over time. The lead remains in use. There were no patient complications reported as a result of this event.